Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported event was failure of the non-olympus bnc cable.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility to evaluate/repair the suspect device. The fse confirmed the reported problem and traced the problem to a non-olympus bnc connector on a wall plate that feeds the image to the monitor. Once the cable was relocated to a known working bnc connection, the problem was resolved and no further flickering noted.

Event description:
A user facility reported to olympus that the image produced was flickering. There was no patient injury or harm, associated with the problem, reported to olympus.